Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The clinician reported that one of his patients was diagnosed with an apical lesion during consultation with a different oral surgeon for placement of an implant in early (B)(6) 2013. A plastic like material was removed from the site and sent for pathological analysis. According to the reporting clinician, dynablast putty was placed in an immediate extraction site (30) during a socket restoration procedure on (B)(6) 2011. The patient was seen 18 months. Following the procedure on (B)(6) 2013 due to issues with a different tooth, a small fistula was noted at site 30. The patient did not complain of pain or any other issues. A call to the surgeon discovering the apical lesion revealed that the patient consulted with him 3 weeks ago (specific date not provided) at which time the lesion was discovered, the material was removed, and the site was covered. The clinician confirmed samples of the material were sent for pathological examination. It was inquired if the pictures or pathology results would be available for review, but the clinician was reluctant to share any additional details and cited patient privacy as his reason.